Manufacturer narrative:
H6: investigation summary: 8 samples / no photos of the 367983 tube, batch # 0323693 were returned for review. Bd was able to duplicate or confirm the customer¿s indicated failure mode with 1st and 2nd stopper pullout testing of 8 customer samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that after collection with bd vacutainer® sst¿ blood collection tubes the stopper has loose closure and sample leakage occurs. This occurred on 8 separate occasions, however, there was no patient impact. The following information was provided by the initial reporter: it was reported that the caps on the tubes are really loose. There was no major injuries and nobody had to get retest due to this issue.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after collection with bd vacutainer® sst¿ blood collection tubes the stopper has loose closure and sample leakage occurs. This occurred on 8 separate occasions, however, there was no patient impact. The following information was provided by the initial reporter: it was reported that the caps on the tubes are really loose. There was no major injuries and nobody had to get retest due to this issue.